Manufacturer narrative:
(B)(4). The leak was identified through colonofiberscopy. Ligation suture was performed for reinforcement of the leaking part. Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.

Manufacturer narrative:
(B)(4). The device was returned 05/09/2016. Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, performed with echelon (powered) gold, and dst anastomosis was performed with ecs29; and a leak was found. The anastomosis was performed again with an eea28; however a leak was found at the staple line on the right side. The leak was over sewn. The donuts had no problem. The operating room time was extended more than 30 minutes. There was unanticipated tissue loss; the use of reinforcement material was unknown. There was no adverse event reported related to the delay in surgery. Last known patient status: stable.